Manufacturer narrative:
The insulin pump had a blank display due to a missing battery tube spring. No battery out limit alarm could be verified due to a blank display. The insulin pump had a stripped battery cap coin slot, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the battery cap. Insulin pump will be replaced. No additional information provided.